Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the lens guide lens had a chip, the plastic distal end cover had a scratch, the bending section cover was cracked, the connecting tube had a scratch, the universal cord had a scratch, the plug unit had damaged, and the image tilt/ upright alignment had failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, no air/water flow on the evis exera iii colonovideoscope. Upon inspection and testing of the returned unit, nozzle was blocked with foreign debris. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.